Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the electronic pt gas sys would not calibrate. The device was not changed out. The operator adjusted the gas flow and oxygen percentage and monitored the oxygen percentage on the cdi monitor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The complaint was confirmed by the field svc rep (fsr). The fsr replaced the electronic pt gas sys's oxygen sensor. The unit was tested to MFR's specs and returned to clinical use. The suspect oxygen sensor was returned to the MFR for further eval.